Event description:
Procedure: sigmoid resection. According to the reporter: the handle could not be squeezed completely. The firing stopped half way. Another device was used to complete the procedure. Additional tissue was resected. Or time delay was less than 30 minutes.